Event description:
Reported blood glucose results of "57, 134,174 and 153 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.